Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
Upon completion of the engineering investigation and further review of the device history record it was determined that the product was used after its expiration date. No further action will be taken.

Manufacturer narrative:
One fogarty catheter was returned for evaluation without any attached components. Balloon was found to be ruptured with flap around the distal side. The ruptured edge of the latex was not able to match up. No visible damage to the balloon windings or catheter body was observed. Through lumen was patent without any leakage or occlusion. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. Customer report of ¿balloon rupture¿ was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that balloon ruptured during use. The reporter stated that there was no missing balloon remaining in the patient body. There were no patient complications reported.